Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that 4 fr piccs leaking air and difficulty in aspirating. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported that 4 fr piccs leaking air and difficulty in aspirating. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock is inconclusive due to the state of the returned sample. Two photographs of a t-lock were returned for evaluation. An initial visual observation of the photograph showed a t-lock with a stylet threaded through. The stylet was observed to be bent over the proximal edge of the t-lock where it emerged from the septum of the t-lock. Some evidence of use was observed on the device; however, no damage or other evidence of leakage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.